Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered eight shocks due to atrial fibrillation. The patient arrived at the hospital where data was analyzed. A code 1005 indicative an open circuit condition detected during shock delivery was recorded. Additionally, high out of range shock impedance measurements were observed, it was determined that the device was emitting audible tones due to this. The patient was hospitalized, and it was decided to deactivate the therapy. Eventually, it was decided to surgically abandon this electrode. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered eight shocks due to atrial fibrillation. The patient arrived at the hospital where data was analyzed. A code 1005 indicative an open circuit condition detected during shock delivery was recorded. Additionally, high out of range shock impedance measurements were observed, it was determined that the device was emitting audible tones due to this. The patient was hospitalized, and it was decided to deactivate the therapy. Eventually, it was decided to surgically abandon and replace this electrode. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.